Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that at the time of chemotherapy, a leak in the tubing filter was observed, first by the patient and then by the medical team. Followed by an interruption of chemotherapy in order to proceed with a change of tubing to continue it. Issue occurred at the time of use of the product, during the passage in the infusion, chemotherapy, a leak was found at the level of the filter. There was patient involvement.